Event description:
Procedure: vats. Reportedly, the device was placed on tissue, closed, and then the surgeon either fired it or tried to open it to re-position it, but the stapler would not open. The surgeon had to expand the incision 3 inches after trying to manipulate stapler off tissue. Then a second stapler was placed in the larger incision and was fired across the tissue to release the previous stapler. As a result, there was a delay in or time of approximately 40 minutes.